Event description:
It was further reported that in (B)(6) 2011 no action was taken and the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR #: 2134265-2010-04398. (B)(4). It was reported that following a stenting treatment procedure the patient developed a hypersensitivity reaction. In (B)(6) 2010 the first target lesion to be treated was located in the 1st right posterolateral branch with 70% stenosis and was 8.0mm long with a reference vessel diameter of 2.5mm. Pre-dilatation was performed and a 2.50x12mm taxus liberte stent was deployed. Residual stenosis was 0%. The second target lesion, located in the mid right coronary artery, was 80% stenosed and was 15.0mm long with a reference vessel diameter of 2.75mm. Pre-dilatation was again performed and a 2.75x32mm taxus liberte stent was deployed. Residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. No patient complications were reported and the patient's status is fine. At 139 days post index procedure, the patient developed a hypersensitivity reaction. Additional information has been requested but not received at this time.

Manufacturer narrative:
(B)(4).